Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service team indicated a burn at the distal end, a burn on the forceps elevator, and peeled adhesive around the light guide (lg) lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause is traced to degradation of the component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.